Manufacturer narrative:
Date rec¿d by MFR : 28feb2019. It was reported that the customer replaced the backup battery to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator would not run on battery power and goes inoperable when disconnected from alternate current (ac). No patient involvement. Event date not specified; estimate used.